Event description:
It was reported that during the implantable cardioverter defibrillator (ICD) implant procedure, the device port appeared to have been damaged, preventing proper lead fixation into the device. As a result, the ICD could not be implanted on (B)(6) 2026. The patient remained stable throughout the event.

Manufacturer narrative:
The reported event of failure to connect was confirmed. The reported event of break was confirmed. The device was above elective replacement indicator (eri) upon receipt. Analysis revealed the atrial set screw was stripped and contained septum material inside the hex cavity. This material in the hex cavity prevented full insertion of the torque driver and was the cause of the reported event. The set screw anomaly was consistent with having occurred during the procedure. Functional testing was performed, and device was within normal range of operation.